Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "MRI yesterday showed that both implants were damaged and leaking into my tissues".

Event description:
Patient reported "MRI yesterday showed that both implants were damaged and leaking into my tissues" and "with the damage to the implant, cysts have formed". The device remains implanted. This relates to left side.

Manufacturer narrative:
Clarification to implant date (d6a): "9 years ago" was provided, correct implant date is (B)(6) 2015. This is at least, 1 month after manufacturing date. Device lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ cyst: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported left side "MRI yesterday showed that both implants were damaged and leaking into my tissues" and "with the damage to the implant, cysts have formed". The device has been explanted.

Event description:
The device has been explanted.